Manufacturer narrative:
Additional information work order search: no similar complaint type events were reported for units within the same lot. Correction patient code 3191: secondary surgical intervention, exchange. Patient code 2140 - 2227 in the previous MDR should be included in the original MDR. Device code 3001 in the previous MDR should be included in the original MDR. Claim#: (B)(4).

Manufacturer narrative:
Claim #(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and residue on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo 13.2, -5.0/+1.50/5 (sphere/cylinder/axis) implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was removed due to excessive vault and glare/haloes. A replacement lens, shorter length was later implanted in a second surgery. It was reported that the replacement resolved the problem.